Manufacturer narrative:
(B)(4) was not returned for evaluation. The reported increase in power was confirmed via log file analysis which revealed a slight increase in power consumption starting (B)(6) 2018. No alarm file was submitted for analysis. It was reported that the patient was treated with anticoagulation therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 during a follow up patient had powers slightly elevated, but at patient's baseline which have always been slightly elevated. Patient was hospitalized with suspicious thrombus and was given oral and intravenous (IV) anticoagulation therapy. On (B)(6) 2018 there was a decrease in pump power. Lactate dehydrogenase (ldh) also decreased from prior day. No further patient complications have been reported as a result of this event.